Event description:
A caller reported experiencing a cgm error 42 with their device. During the incident, there was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to perform a pump reset, which resolved the issue, and they were able to successfully start a new sensor session.